Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the mucosa bleeding occurred in some patients while the auxiliary water feeding with the subject device. In addition, some patients had severe bleeding. It was unknown how many patients had bleeding. The field of view of subject device got poor due to mucosa bleeding, but there was no extension or additional treatment of the procedure. The all procedures were completed using the subject device. The facility stated that the pressure of the auxiliary water feeding was too much. The service department of olympus europa (B)(4) checked the subject device and found the foreign material from the inside of the auxiliary water channel at the distal end side.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus europa se & co. Kg (oekg) checked the subject device and found following. A small foreign material seemed like adhesive was found near the outlet of the auxiliary water channel. The water flow from the outlet of the auxiliary channel was within its manufacture specification but the shape of the water flow (stream) was squeezed. The water flow became normal after removal of the adhesive. There was no problem other than above. The reported phenomenon was not duplicated. The subject device was returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Therefore the cause of the adhesion of the foreign material was unknown. Omsc checked the subject device and found that there was no abnormality and/or damage on the exterior. Omsc simulated that the subject device was used with the flushing pump ofp-2 for auxiliary water feeding function which was the recommended combination in the instruction manual. The maximum pressure which could be generated by the ofp-2 was applied to the thin skin (fingertip, arm) of examinees, there was no injury occurring. Omsc simulated the auxiliary water feeding function using the syringe. There was little difference of the water pressure from the distal end of the subject device in both case that the powerful examiner and the normal examiner operated the syringe. At that time, the water from the distal end was received with the hand, there was no pain. Omsc simulated the difference of the water pressure from the auxiliary water channel in both case that the foreign material existed or not near the outlet of the auxiliary water channel, there was little difference. From the above, omsc determined that the subject device did not cause the mucosal damage. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the above there was the possibility that the reported phenomenon was attributed to the factor other the subject device. If additional information becomes available, this report will be supplemented.